Event description:
Boston scientific received information that interrogation of this system revealed the lead safety switch (lss) had been triggered due to an out of range pacing impedance measurement from this right ventricular (rv) lead. A boston scientific technical services (ts) discussed programming options to reset the lead polarity. The physician was able to reprogram the device and daily impedance measurements were stable. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.